Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe 10cc s/t wos sterile water bns had scale marking issue.

Event description:
It was reported that bd¿ syringe 10cc s/t wos sterile water bns had scale marking issue.

Manufacturer narrative:
Correction: in section h.10 of the previously submitted MDR, sections d.1 was incorrectly referenced as the medical device expiration date. This supplemental MDR is being submitted to correct those references to show the following: d.4 medical device expiration date.

Manufacturer narrative:
Investigation: 50 loose 10ml syringes were received and visually evaluated. All 50 syringes had smeared print condition. The print smearing and its location was the same in all of the samples affecting legibility of three of the words. Potential root cause for the smeared print defect is associated with the marking process. A DHR was performed and a quality notification was issued for smeared print during the manufacture of this batch. Adjustments were made and product requalified per applicable aql before production resumed. Batch 8264765 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
It was reported that bd¿ syringe 10cc s/t wos sterile water bns had scale marking issue